Event description:
It was reported that the customer's blood glucose (bg) level was 1.4 mmol/l; cause was not known. Customer was admitted to the hospital. Customer could not recall the type of treatment received. Low bg resolved without injury and customer was discharged on the same day. Pump system check was performed with technical support. No issues were identified with the cartridge, and infusion set tubing/cannula. It was found that the customer was using off label insulin (admelog) within the pump supplies. Technical support educated the customer on insulin labeling.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.